Event description:
A female, gravida 1, para 1, admitted for elective induction at 38 wks gestation due to large for gestational age infant. Induced with cytotec and IV pitocin. Group b strep positive, treated with IV penicillin. After complete dilation and after epidural wore off, a vacuum extracter was placed. With four contractions the fetal head was partially delivered over the perineal floor. One popoff is noted. At this time the vacuum extractor is removed and with some difficulty, the fetal chin and face are delivered over the perineum. Tight nuchal cord noted and is elevated with difficulty and two clamps are placed across nuchal cord. The cord is then cut and both ends of the cord retract rapidly, due to tension of the cord and both clamps are ripped off. Baby was delivered rapidly and is flaccid with minimal resp effort. Babe resuscitated for 13 minutes. Taken to special care nursery for care. Transferred out to another facility for subgaleal hematoma and excessive bleeding without intracranial bleed.